Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9400 system had no fluoro and the image on the left monitor flickered during a case. The procedure was completed without incident. No pt injury was reported.